Event description:
Report received of sparks from a power cord. The customer reported that while the pump was being disconnected from a patient, the rn noted "popping" sounds and sparks from the power cord. The pump was taken to the nursing station, plugged into ac power, and clinical engineering was called. The clinical engineer assessed the pump, and reportedly cut the cord in half with insulated pliers while the pump was plugged into ac power. This caused a spark from the cord. The clinical engineer was reported to be wearing rubber soled shoes and was not injured. There were no reported patient or staff adverse events.